Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a female pt (age nos) who received a treatment of poly-l-lactic acid sometime in 2006. Relevant medical history and concomitant medication info were not mentioned. Since (B)(6) 2007, the pt has experienced non-visible nodules on her lower chin and cheek. It is unk if any corrective treatment was given. Event outcome is unk.

Manufacturer narrative:
(B)(4). Reporter's causality assessment: not provided. Addendum for follow-up info received on 16-sep-08: clarification received from the affiliate that the correct start date of treatment for poly-l-lactic acid is 2006. Additional info received on (B)(4) 2008: (B)(4) results were received. Brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.